Manufacturer narrative:
Historically, for complaints of this nature, exams of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A f/u report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Event description:
Affiliate reported that the valve was implanted in a pt last yr. At the end of nov the pt started feeling symptomatic with headaches and vomiting. It was also noted that the valve could not be programmed, so pt underwent a new surgery to replace the valve with a new one. During the operation surgeon found out that the device was broken. Now the pt seems to be in good health condition.